Event description:
It was reported the patient fainted twice, resulting in multiple bruises and contusions. The patient was admitted to the hospital for bradycardia, with pauses up to 11 seconds. The device could not be interrogated and it was immediately replaced. No further patient complications have been reported as a result of this event. The patient's outcome was reported to be 'fine'.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.